Event description:
It was reported that, during a procedure for the implantation of trochanteric fixation nail (tfn), a helical blade seemed to be misaligned after being inserted into the nail. The tfn and helical blade were inserted using the construct of the aiming arm, insertion handle, guide sleeve, wire guide, compression nut and blade inserter. Once the helical blade was inserted, it was noted that the threads seemed to be positioned incorrectly. Rather than being positioned to the side, they were positioned in an upward fashion. The decision was made to remove the blade and a screw was implanted to successfully complete the procedure. There was a delay of fifteen minutes noted in this procedure. No patient harm was reported. This report is for an unknown trochanteric fixation nail. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Weight reported as (B)(6). This report is for an unknown trochanteric fixation nail/unknown lot. Additional product code: hwc. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.